Event description:
The clinic reported that patient had initial conventional lasik in left eye for monovision on (B)(6) 2014. Re-lift enhancement was one in left eye on (B)(6) 2014. Patient presented for post op follow up on (B)(6) 2014 and epithelial ingrowth was noted in left eye. Patient was brought to the laser suite and ingrowth removed in left eye. Last post treatment follow up on (B)(6) 2014. Vision in left eye was near j2. Distance not checked. Slit lamp exam showed interface clear.

Manufacturer narrative:
Placeholder.

Manufacturer narrative:
(B)(4). The clinic is reporting this adverse event only and did not request or require field service or clinical support. All pertinent information available to abbott medical optics has been submitted. Placeholder.